Event description:
A false positive advia centaur cp troponin ultra result was obtained for a pt sample. The pt sample was part of a serial draw. The results previous to this sample were negative. The result of the sample afterwards was negative. The false positive result was reported to the physician. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.